Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel breast implant 800cc and experienced a rupture on the left side. It was also reported the patient experienced recurrent bilateral breast ptosis. As a result, the patient underwent removal and replacement with allergan implants on (B)(6) 2019. This report is for the right-sided implant.

Manufacturer narrative:
On 7/19/2019, mentor became aware that incorrect manufacturing date and reason for explant was inadvertently submitted in the initial report. The h4 patient codes field has been updated appropriately. The correct reason for explant is bilateral breast ptosis and left side rupture. This report is for the right side device manufacturer¿s reference number: (B)(4).